Event description:
Boston scientific received information that this lead exhibited low out of range pacing impedance measurements and noise. The lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.